Event description:
It was reported that during an attempted implant no capture was observed on the rv lead. Patient was non-dependent. High impedance and poor sensing were also observed. All connections were verified but capture still could not be obtained at any output. The lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attahced, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to cause the premature battery depletion and the inability to communicate.